Event description:
The ruby coil would not go through the px slim microcatheter. The coil would go 3/4 of the way before stopping. The coil would not advance, even with a continuous flush. There was no apparent kink in the pusher. Before trying other coils the guide wire was readministered to ensure no clot. Two other ruby coils advanced fine after.

Manufacturer narrative:
Results: the pet lock is still intact. The coil is stretched and the stretch resistant (sr) wire is exposed approximately 1.2 cm on the proximal end of the coil, but is still attached to the constraint ball which is inside the distal detachment tip (ddt) of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not fit through a px slim microcatheter. During the evaluation of the pusher and coil it appears that the coil was stretched at the proximal end near the constraint ball. The cause of the difficulty advancing the coil could not be determined from the returned devices. The coil was likely damaged after repeated attempts to advance it through the catheter. It is possible that clot had built up in the catheter and was cleared by the wire as stated in the complaint description. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.